Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the user alleges the battery lights would go down to one flashing red light, not lose power, and could drive it all day like this and that intermittently the battery lights would go down and also up.